Manufacturer narrative:
Corrections in sections e1 contact name, d9 added date and h6 updated adverse event code e to 4582. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Conculsion summary: the customer's statement blurry image can be confirmed. During the examination of the optics, moisture was found to have penetrated the rod lens system. The moisture has a negative effect on the image quality. Furthermore, foreign particles were found in the system. As there was no external damage that could have indicated a leak in the optics, the optics were subjected to a vacuum test. This revealed a leak in the area between the eyepiece bridge and the base housing. The leak is due to a manufacturing defect that was not detected during product testing but may have led to the leak after a few clinical reprocessing cycles. Improper cementing around the joint can lead to such a leak. This is an isolated case. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal (B)(4).

Event description:
It was reported the scope had blurry image. No negative impact in state of health reported.